Manufacturer narrative:
Concomitant medical products and therapy dates pla320400j/14315789, pla320400j/13977968, pla260300j/14217369 and pla260300j/14296282 the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses featuring c3 delivery system (rlt231212j/13649848). All the endoprostheses were implanted successfully and the patient tolerated the procedure. Later, an imaging revealed a proximal type I endoleak. On (B)(6) 2016, the patient underwent reintervention to treat the proximal type I endoleak. The patient was implanted with an aortic extender component (pla320400j/14315789), and an imaging revealed a suspected type iii endoleak as well as the remaining proximal type I endoleak. The physician elected to implant another aortic extender component (pla320400j/13977968) proximally. This second aortic extender component intentionally covered the left renal artery so that a chimney bare-metal stent was also implanted in the left renal artery. Another imaging revealed that the endoleaks still present, and the physician decided to deploy further aortic extender components (pla260300j/14217369 and pla260300j/14296282). An imaging revealed the type iii endoleak still remaining, and the procedure was concluded with a wait-and-watch approach taken to the endoleak.